Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the endoscope controller (ec) to correct the reported errors. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that an intuitive surgical (is) technical support engineer (tse) was contacted for troubleshooting assistance by the clinical sales representative (csr) to report that an email was received informing that the issue with the endoscope communication errors was still ongoing after replacing the endoscope controller (ec) and customer believed it was related to the new ec. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was sometimes possible to continue and finish the procedure despite the issue, but it depended on the specific endoscope. The problem typically showed up at the beginning of the case; in some situations, the team could relocate or restart and the system would work again, while in others they had to swap the endoscope to proceed.